Event description:
During a patient use event, the user is stating a paramedic was shocked by the device when he waved his hand over the device while the device was in contact with the metal belt lock on the spineboard thirty (30) seconds after the device successfully delivered a shock to the patient. The paramedic was taken to the hospital for observation. The hospital's medtec thinks it's a incorrect handling by the paramedics but want to have the device tested. The patient outcome is unknown.

Manufacturer narrative:
(B)(4)